Manufacturer narrative:
(B)(4) event is still under investigation.

Event description:
Per the information provided, a (B)(6) male patient was admitted to the radiology department for a right leg angio from the left brachial artery procedure. The doctor attempted to advance the 4fr pigtail catheter but felt resistance. He removed the catheter and noticed that the catheter tip was detaching from the catheter body. He used a 5fr pigtail catheter as a replacement and completed the procedure without further adverse events. The patient did not require any additional procedures nor experience any adverse effects.

Manufacturer narrative:
Investigation / evaluation: during the course of investigation, a review of the complaint history, device history record, instructions for use (IFU), quality control (qc) along with a visual inspection of the returned opened and used product was conducted. A visual inspection noted that the catheter tip had a circumferential split in the pigtail curve and a longitudinal split proximal to the distal tip. The material was brittle in nature, indicating a material failure. Per quality control specifications, there is a 100% inspection; verifying the surface of the catheter is free of damage and excess bumps or roughness. It is also verified the distal tip/endhole is rounded smooth, not thin, slanted or out of round and that there are no splits, nicks, damage, excess material or debris present. This product is shipped with an instructions for use (IFU); which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Corrective/preventative action has previously been opened to investigate this failure mode. A review of records found the provided lot number was recalled on 02jul2015 and the customer was notified to return any product from this lot number. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Per the information provided, a (B)(6) male patient was admitted to the radiology department for a right leg angio from the left brachial artery procedure. The doctor attempted to advance the 4fr pigtail catheter but felt resistance. He removed the catheter and noticed that the catheter tip was detaching from the catheter body. He used a 5fr pigtail catheter as a replacement and completed the procedure without further adverse events. The patient did not require any additional procedures nor experience any adverse effects.